Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient¿s implantable cardiac monitor (icm) had an interrogation problem due to bluetooth telemetry issue. No intervention was performed. The patient was in stable condition.